Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: power supply unit failure. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a facility power supply failure. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process and the event was confirmed. There were no other findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.